Event description:
On september 13, 2007 at 7:41pm, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultra meter is missing the calcode. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started in 2007, at 7:30am. During the course of approx 12 hours since the reported issue started, the pt developed symptoms described as sweaty. The pt was able to obtain a reading of "81 mg/dl." The pt was not tested on any other meter at the time of concern. The pt did not require medical intervention and did not take any action in regards to diabetes treatment. During the troubleshooting session, the issue was resolved with training. This complaint is being reported because the pt alleged that she developed symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.